Event description:
The customer reported getting no delivery alarms. Troubleshooting was performed. Advised the customer to remain disconnect at the quick release, remove the reservoir from the pump and to check the tubing is free of kinks or bends. The customer stated that the plunger push insulin freely. Instructed the customer to rewind the device and to run a fixed prime test. The customer called back and stated when the paramedics arrived at her location, they checked the vital signs and no further treatment was given. The blood glucose reading at time of call was 442mg/dl, and she has treated with the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.